Event description:
It was reported that the procedure was to treat a total occlusion of the right coronary artery. After predilatation of the proximal cto with two balloon catheters, a 3.0/18 penta stent was put into the ostium of the right coronary artery, due to a dissection which was spreading out to the aorta. Because of dissection in the whole right coronary artery, the penta 3.0/33 mm was used and was placed without any resistance. During the inflation of the balloon, the physician could see clearly that the mid-part of the stent was not opening. The device was inflated up to 20 atm but the balloon would not open the mid-portion of the stent. Several attempts were made to cross the stent with different size balloons, but no balloon was successful. The patient did not suffer any significant clinical problems.